Event description:
The patient went to adjust their stimulator when it went up on high, the patient could not decrease stimulation. They switched to their other one to turn it down by that one, it would not turn down, and it turned it up real high. The patient felt like they were going to have a heart attack. This was the third time that this had happened. This was the first that the it was gone high and would not shut off, and neither external pieces of equipment would work. They were incarcerated and was around large electro magnetic interference (emi) so they did not know if that could be the issue. The patient stated that they spoke with their manufacturer representative (rep) and could not figure out the first or second time so they ended up calling them back and they showed them how to reset it. The patient was afraid to use the programmer without being near an outlet so they use other equipment if needed so that they did not feel it go high again. They were on their way to a doctor's appointment at the time of the report. The changes in therapy/symptoms were noted to be sudden. The stimulator went up high and could not turn it down and felt like a heart attack on (B)(6) 2016. The other instances of stimulator going up and high and feeling like a heart attack were in 2016. The rep reported that the patient felt a surging sensation of stimulation sensation. The patient was interrogated with the programmer and indicated that the surge stopped. The programmer displayed the discharged screen, the rep was able to connect with the clinician programmer without charging the implantable neurostimulator (ins). The rep had the patient charge the ins and noted that the patient was not identifying the charging icons correctly and thought that the recharger battery was the ins battery. The patient fell as a result of a shocking sensation but no falls that would have damaged the system were reported. The patient was in a jail cell at the time of the incident and did not have immediate access to the programmer or recharger. Charging information was the following: on (B)(6) duration 2.1 hour, percent at end of session 100%; on (B)(6) duration 2.6 hour, percent at end of session 75%; on (B)(6) duration 0.7 hour, percent at end of session 25%; on (B)(6) duration 0.0 hour, percent at end of session 0%; on (B)(6) duration 0.7 hour, percent at end of session 0%; on (B)(6) duration 0.7 hour, percent at end of session 25%. Ref (B)(4) - 2200ohms 4+ 5- 6+ 12+ 13- 14+ 50hz 450us 5.8v group imp 613ohms. The results when interrogated with the clinician programmer it displayed 7.5v as amplitude. The patient typically used stim at 6-6.2v. The rep turned down stimulation to 5.8v. The patient described the shocking as a feeling that ran through their feet up to their head. It was determined that the ins was discharged and was not communicating with the battery. It was thought that the ins just increased all by itself. It was later noted that their partner was able to get the ins working properly and had no issues with stimulation, the issue was resolved at the time of the report. On (B)(6) 2016 the rep reported that the patient had stated that their remote would not work. The system was interrogated and voltage of their preferred programmer was up to 7.4v. The patient was worried about the magnets surrounding them. Impedances were checked and there were no issues that they could see. The rep gave additional material for the jail staff to become familiar with the ins and instructed the patient to have the remote with them at all times in case there were any further issues. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.